Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia/bleeding so heavy not leave my house for 7 days') in an adult female patient who had essure (batch no. 708679) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2011, grand multiparity, menses irregular, abdominal cramps, genital bleeding, premenstrual syndrome, uterine dilation and curettage, dysfunctional uterine bleeding and hot flashes. Previously administered products included for an unreported indication: prenatal vitamins, ibuprofen, vicodin, she had a trial of the mirena iud, yaz and. Concurrent conditions included overweight, gastric disorder, thyroid disorder, insomnia, ovarian cyst nos, pap smear abnormal, colposcopy, adenomyosis, disorder endometrial, post coital bleeding and lower abdominal pain. Concomitant products included oral contraceptive nos for birth control as well as diazepam and medroxyprogesterone acetate (depo-provera). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood altered ("moodiness"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain abdomen"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches / had migraine headaches when I had wisdom teeth but after I had wisdom teeth removed I no longer had issues with them") and headache ("migraines / headaches"). In 2012, the patient experienced vulvovaginal mycotic infection ("infection/vaginal infection-chronic yeast infections"). In 2013, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and total vaginal hysterectomy with bilateral salpingectomy) and wisdom teeth removed. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the fatigue, depression, anxiety, vulvovaginal mycotic infection, weight increased, mood altered, night sweats, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypothyroidism, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Four coils were noted from the left ostia. Five coils were noted from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: as per pfs - total bilateral occlusion. The device was in place and we were all good. Date(s) of communication: (B)(6) 2010. As per mr - no leakage of contrast from the fallopian tubes.. Pregnancy test urine - on an unknown date: urine pregnancy test negative. Ultrasound pelvis - on an unknown date: abnormal appearing endometrium with calcified and non-calcified densities present. As also fluid present. The endometrial canal measures 1.0 cm in thickness. Bilateral ovarian cysts as described.. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received ¿ new events of weight gain, moodiness, night sweats, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), hypothyroidism, migraines/had migraine headaches when I had wisdom teeth but after I had wisdom teeth removed I no longer had issues with them, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, pain abdomen were added. Previously reported event infection updated to fungal infection. Product information lot number, indication and expiration date were added. Patient information date of birth, height, weight and race were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia/bleeding so heavy not leave my hous for 7 days') in an adult female patient who had essure (batch no. 708679-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation on (B)(6) 2011, grand multiparity, menses irregular, abdominal cramps, genital bleeding, premenstrual syndrome, uterine dilation and curettage, dysfunctional uterine bleeding and hot flashes. Previously administered products included for an unreported indication: prenatal vitamins, ibuprofen, vicodin, she had a trial of the mirena iud, yaz and. Concurrent conditions included overweight, gastric disorder, thyroid disorder, insomnia, ovarian cyst nos, pap smear abnormal, colposcopy, adenomyosis, disorder endometrial, post coital bleeding and lower abdominal pain. Concomitant products included oral contraceptive nos for birth control as well as diazepam and medroxyprogesterone acetate (depo-provera). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), mood altered ("moodiness"), night sweats ("night sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain ("pain abdomen"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches / had migraine headaches when I had wisdom teeth but after I had wisdom teeth removed I no longer had issues with them") and headache ("migraines / headaches"). In 2012, the patient experienced vulvovaginal mycotic infection ("infection/vaginal infection-chronic yeast infections"). In 2013, the patient experienced hypothyroidism ("hypothyroidism"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and total vaginal hysterectomy with bilateral salpingectomy) and wisdom teeth removed. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved and the fatigue, depression, anxiety, vulvovaginal mycotic infection, weight increased, mood altered, night sweats, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypothyroidism, menorrhagia, migraine, mood altered, nausea, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Four coils were noted from the left ostia. Five coils were noted from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: as per pfs - total bilateral occlusion. The device was in place and we were all good. Date(s) of communication: (B)(6) 2010. As per mr - no leakage of contrast from the fallopian tubes.. Pregnancy test urine - on an unknown date: urine pregnancy test negative. Ultrasound pelvis - on an unknown date: abnormal appearing endometrium with calcified and non-calcified densities present. As also fluid present. The endometrial canal measures 1.0 cm in thickness. Bilateral ovarian cysts as described.. Most recent follow-up information incorporated above includes: on 3-jul-2019: update of information (batch is not valid). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety") and infection ("infection"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue, depression, anxiety and infection outcome was unknown. The reporter considered anxiety, depression, fatigue, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.